Manufacturer narrative:
The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to bothersome glare and halos when driving at night. It was stated that the patient requested the suspect iol to be removed. Account indicated that the lens was replaced with a dib00 iol; however, no diopter size or serial number provided. The lens was discarded. No further information is available.